Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error and no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer treated the high with bolus. The customer was assisted with troubleshoot. The no delivery alarm was resolved with set change. The customer was advised to return reservoir for analysis. The device was found to have passed the self-test. The customer was advised alarms may have been caused by site issues. The customer was advised to change out the entire infusion set and monitor the device.